Event description:
Caller reported that a malfunction alarm occurred on the pump, specifically with malfunction code malf 12. There was no reported adverse impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy.